Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was asleep, and awoke in the middle of the night to test blood glucose (bg) levels. Reportedly, the customer accidentally held the bg meter upside down and read a bg level of "502" (mg/dl), when the bg level at the time of the event was actually 205 mg/dl. The customer requested too much insulin via the pump, but was able to stop the bolus at 0.74 units of the unintended bolus request of 8.04 units. The customer's bg level was 234 mg/dl at the time of the reported event. Recommendation was made to consult with health care provider regarding diabetes management.